Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient's drg system programmer displayed an error message. Troubleshooting identified the patient drg system stimulation therapy had been turned off due to low impedance. To address the issue surgical intervention was taken and the patient's drg generator was replaced. Stimulation therapy was reportedly restored postoperatively.